Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and possible intermittent oversensing were noted on the right atrial (ra) lead. The ra lead re mains in use. No patient complications have been reported as a result of this event.